Manufacturer narrative:
(B)(6).

Event description:
During the index procedure an in.pact admiral paclitaxel eluting pta balloon catheter was used to treat the left sfa (l-1). Three in.pact admiral paclitaxel eluting pta balloon catheters were used to treat the right sfa (r-1). Approximately 24 months post the index procedure the patient suffered intrastent occlusion of the left superficial femoral artery (l-1). Approximately 3 months later the lesion was treated with an in.pact deb along with non medtronic deb's. The outcome is reported as resolved. The investigator has indicated that the event was probably related to the index device but not related to the procedure or paclitaxel

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.